Event description:
It was reported the patient's scs ipg is non-functional as result of charging difficulty which progressed to no longer being able to charge in addition to the device no longer holding a charge. An sjm representative confirmed the issues. Surgical intervention will be taken at a later date to address the issues. Prior to the device becoming non-functional, its magnet function was no longer working.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.